Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed supplies to resolve the issue. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process for multiple cartridges. Reportedly, two cartridges were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.